Event description:
It was reported via a phone call to the clinical information specialist by a physician, a patient which had a 6f angio-seal deployed approximately three weeks ago was admitted to the hospital with a high grade occlusion of the femoral artery with no distal pulses confirmed by ultrasound. The patient was started on heparin and a vascular surgeon had been consulted. The physician was unwilling to provide futher information. Attempts to obtain additional information were made.